Manufacturer narrative:
First lead information: brand name: evoke cap12 percutaneous lead kit - 60cm. Model: 102878. Catalog: 3008. Lot/batch number: 9018427733. UDI: (B)(4) second lead information: same as the first lead.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported redness and presence of purulent discharge at the evoke closed loop stimulator (cls) implant site and lead implant site. The physician¿s evaluation confirmed an infection. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.